Event description:
This report is for (B)(4) unknown cortical screws.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. This report is for (B)(4) unknown cortical screws/unknown lots. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was required due to the patient experiencing an allergic reaction. On (B)(6) 2013 the patient was originally treated for a distal tibia fracture. It was reported that on an unknown date that the patient experienced redness and swelling at the implant sight. The patient was reported to have previously been tested for unknown allergies; test results and date of tests are unknown. It was also noted that the patient has a soft tissue condition. The surgeon explanted (1) lcp anterolateral distal tibia plate, (2) lcp one-third tubular plates with collars, (9) 3.5 mm cortical screws and (6) 3.5 mm locking screws (part numbers of the screws are unknown). The procedure was completed successfully with no harm to patient and no reported delay in surgery. This report is for 9 cortical screws unknown part and lot number. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 9 cortical screws unknown part and lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.